Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter displays a message to try a new strip. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged meter issue began. At an unknown time prior to the start of the alleged product issue, the patient reportedly was experiencing symptoms of weakness, sleepiness, and was lethargic. The patient, however, denied receiving any form of treatment after the reported issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The alleged meter issue remains unresolved since the patient does not have all his testing supplies available. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4).